Event description:
This senior medical surveillance specialist spoke with the reporter/layperson (pt's daughter) regarding the 2009, complaint. The reporter had alleged that the pt's onetouch ultra2 meter was inaccurately low compared to the doctor's meter; reportedly she was shaky later in the afternoon. The reporter clarified the limited info for this specialist; she indicated the pt did not have a telephone to be contacted. The reporter could not recall the actual blood glucose results or provide an approximate result. Approximately three weeks prior to 2009, the pt obtained a low result. Later she was shaky. The reporter stated, "I think it [low result] upset her [causing her to shake]." Due to the shaking, the reporter drove the pt to the emergency room where her blood glucose was "higher". According to the reporter, "they treated her to get it [blood glucose] down and then we went home." The reporter has no idea what treatment was provided. The pt's daily regime is oral diabetes medication metformin, that she always takes. Because the reporter alleged that the pt was treated to lower her blood glucose in the ER although it was low on her meter, the complaint is reported. Customer service replaced the products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.